Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. The cause of low bg was unknown. The customer attempted to resolve the low bg by consuming carbohydrates and shots of glucom, however, the customer ended up calling 911 and received third party assistance from paramedics, who monitored the customer's bg and instructed the customer to keeping eating and drinking juice to address bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.